Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that theses lots met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent treatment of an unknown etiology whereby gore® excluder® aaa endoprostheses were implanted. On (B)(6) 2015, the patient expired.